Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "dr. Removed tfn nail that had failed. Dr. Placed mod restoration 155 stem press-fit. Tried to place above implant mod restoration calcar body but was unable to seat implant. Trimmed more bone and still unable to seat implant. Changed to cone body implant. Cone body seated."